Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure devices'), embedded device ('a portion of one essure device embedded shallowly in the uterine cornu near the insertion of the left fallopian tube/embedded essure in the myometrium of the upper uterus.') And device breakage ('fragment of device at the left cornu/additional exploration and pull was used to remove a very tiny piece of remaining metal') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of both fallopian tubes, removal of portion of omentum, removal of two essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: 03 number of coils seen rt. Side,07 number of coils seen lt. Side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the tubes appear occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure devices'), embedded device ('a portion of one essure device embedded shallowly in the uterine cornu near the insertion of the left fallopian tube/embedded essure in the myometrium of the upper uterus.') And device breakage ('fragment of device at the left cornu/additional exploration and pull was used to remove a very tiny piece of remaining metal') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of both fallopian tubes, removal of portion of omentum, removal of two essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: 03 number of coils seen rt. Side, 07 number of coils seen lt. Side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the tubes appear occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report